Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A lead revision was performed due to dislodgement. During lead repositioning the helix would no long retract or extend. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece, with the helix partially extended and clogged with blood/tissue, which prevented the helix from being fully extended. X-ray examination revealed the inner coil was over-torqued consistent with the reposition/explant procedure. After cleaning the lead, the helix could be extended and retracted from connector pin. Full helix extension length was measured and found to meet specification. Other damage found is consistent with that occurring at the time of explant procedure.